Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. An sjm rep confirmed the communication issue using multiple external devices. It was also reported the pt has not charged her ipg since approx (B)(6) 2014. The pt is w/o stimulation. The pt is to consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.